Manufacturer narrative:
The complaint this report is linked to was determined to be a duplicate of another complaint. Thus, the complaint this correction and the initial report are linked to is now void. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, g3, g6, h2, and h10.

Event description:
It was reported during surgery that the device would not properly mesh skingraft. A delay of 20 minutes occurred, and patient was scheduled for another procedure.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported during surgery that the device would not properly mesh skingraft. A delay of 20 minutes occurred, and patient was scheduled for another procedure.